Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was initially reported on 06/24/2024 that a skin reaction occurred. The wearable was inserted into the upper buttocks, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with itching and rash underneath sensor pod area only. On 08/28/2024, additional information was provided. The patient was seen by a healthcare provider (hcp) and the reaction was treated with a prescription of desloratadine (oral antihistamine) and pain relief medication. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. O additional patient or event information is available.